Event description:
It was reported that a solution administration set had a hole in it. Patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The sample was not available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.